Manufacturer narrative:
Additional manufacturing narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded. If new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the masimo nibp tubing connector becomes dislodged from the tubing when trying to disconnect tubing from the bp cuff. Once the connector is pulled out, the connection is loose and there is air leakage, and the cuff becomes easily disconnected. This makes taking the bp unreliable. No patient impact or consequences were reported.